Event description:
Account alleged that the bed had no trendelenburg or reverse trendelenburg functions. No pt impact.

Manufacturer narrative:
The account found the bed had a stuck foot end trendelenburg gas cylinder. The technician replaced foot end gas cylinders to resolve the issue.